Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient's cervical malignant tumor after surgery, intended to elective chemotherapy. (B)(6) 2024, 12:30 in the department of oncology PICC catheter placement, 12:54 returned to the ward, 1 hour later the patient began to appear fever, up to 40.5 degrees celsius, review of blood high, given fever, anti-infection, fluid replacement symptomatic treatment, the temperature fell and then repeatedly increased, (B)(6), 15:00 the patient's body temperature is still high as high as 39.9 degrees celsius, 15:55 to remove the PICC catheter, closely observe the patient's condition changes. 39.9 degrees celsius, PICC catheter was removed at 15:55, and the patient's condition was closely observed. After the catheter was removed, the temperature gradually decreased and returned to normal on (B)(6) and the blood test was normal, and the blood culture and catheter tip culture were negative.